Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was removed from service due to a short in the lead. Another cpi lead (0095) was implanted.